Event description:
It was reported that the screw loosened in the patient's mouth.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier -(B)(6) a2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided b3: date of event unknown / not provided d4: lot number unknown / not provided e1: last/given name unknown / not provided product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. H10: narrative/data was updated. Zimvie received the reported screw for evaluation. Visual evaluation was performed. Returned screw show signs of wear/use. No damage to the screw's threads was observed. Unable to functionally test for loosening event in-house. Screw engages with in-house implant without issue. The reported event (loosening) is non-verifiable. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment screw is not torqued to specification. Therefore, based on the available information, device malfunction could not be verified. The screw threaded into in-house implant as intended. However, unable to confirm loosening with all the available information. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.